Event description:
The customer contact reported the device works while operating on ac power; however, when the device was unplugged the device was powered back on the programming was cleared. The customer contact reported patient involvement. No specific patient information, pump programming, or event details were provided. The device was exchanged. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device continued to power off after unplugged from ac power even after the battery was charged and the battery was replaced with a new battery. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.